Event description:
It was reported while using the bd instrument max clinical false positive results were reported for the certest sars-cov-2 assay. Upon repeat testing the samples were all negative. Results were not reported, and there was no patient impact due to the erroneous results.

Manufacturer narrative:
H.6. Investigation summary the complaint of false positive results with the certest sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). Multiple reagent cases were opened for these false results. The reagent investigation revealed that there may be an instrument reader issue with pressure plate or alignment. The customer then reported that the errors resolved and there have been no additional reported result errors. The customer requested that service not be dispatched. No parts or materials were replaced or returned as a part of this complaint investigation. The database was not collected for review. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data. No new risks, trends, or hazards were identified based on this investigation. CAPA (B)(6) is open for the trend, but it is unrelated to this assay.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd instrument max clinical false positive results were reported for the certest sars-cov-2 assay. Upon repeat testing the samples were all negative. Results were not reported, and there was no patient impact due to the erroneous results.